Manufacturer narrative:
No sample received. DHR review conducted and no issues found. The root cause of the end user's reported yeast infection cannot be determined. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that the end user developed redness under his urostomy barrier ring which extending down toward his groin. This started about 2 weeks ago and there was no pain or itching. He went to the doctor who diagnosed it as a yeast infection and prescribed nystop. Hollister will be providing a different barrier ring formulation for end user to try.